Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of the 15 minute delay occurred due to replacement with another device. The root cause could not be identified. Additionally, the phenomenon of the white noise occurring could be due to the following: the image cable was poor, some observation monitors generate strong electromagnetic waves (electric scalpels, etc.), poor cv-190 scope, images from system deployment image are not output, poor printed circuit board, defective converter, defective printed circuit board, when images are not output at all output terminals, and/or when digital visual interface signal output, the monitor output hard copy scope video output, and bayonet nut coupling output are not output. However, the root cause of the failure could not be determined. Furthermore, the phenomenon of the b30 error code was likely caused by some kind of abnormality in communication with the scope due to the attachment of foreign matter at the electrical junction and the attachment of moisture. The root cause could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during a diagnostic colonoscopy procedure, the evis exera iii xenon light source had white noise with four different scopes. During a follow up call with the customer, the customer noted, in addition to the white noise, communication error b30 was observed and when the cv-190 was swapped, the light source was able to work. Subsequently, the intended procedure was completed, with a delay of 15 minutes. There was no harm or user injury reported due to the event. Patient identifier (B)(6) captures the complaint on the evis exera iii video system center (model: cv-190, serial: (B)(4))